Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient underwent a procedure to explant their device due to normal battery depletion. During the procedure, this right ventricular (rv) lead was found to be stuck in the device header. The rv lead was capped and the device was explanted and returned to boston scientific for analysis. There were no adverse patient effects.